Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it delivering lower than set peep (positive end expiratory pressure) and low vte (exhaled tidal volume) were confirmed. The asp replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift and efm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure) and low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issues.